Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of questionable inr result from a coaguchek xs meter with serial number (B)(4) compared to the result from an unknown laboratory reagent and compared to unspecified meter from the doctor's office. At 10:30 am the result from the coaguchek meter was 4.6 inr. At 10:30 am from an unspecified meter at the doctor's office a result of 3.1 inr was obtained. Within minutes of the meter reading, a laboratory result of 3.3 inr was obtained from an unknown reagent. The customer's therapeutic range is 2.5 to 3.5 inr. The customer believed the results from the doctor's office meter and the laboratory were correct. There was no allegation of an adverse event. The customer's current condition was provided as feeling okay. The customer's coumadin dosage was not adjusted due to the coaguchek meter results. The customer has no hematocrit concerns, has had no changes in diet, has no antiphospholipid antibodies, is not on heparin or direct thrombin inhibitors, and no symptoms of bruising or bleeding. The customer is on an antibiotic for a urinary tract infection. Retention test strips (lot 294942) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field -correction/removal report no.